Event description:
It was reported that the right atrial lead exhibited noise. The patient experienced muscle stimulation with isometrics. An insulation anomaly was suspected. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.